Event description:
It was reported the patient experiences an intermittent tingling sensation at her scs lead implant site whether system stimulation is on or off. The patient was advised to consult with the physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.